Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin injection (1gm, ongoing, route, frequency not reported), amikacin injection (intraperitoneal 500mg start dose, followed by 100mg in one bag per day, ongoing) and imipenem injection (1gm, intraperitoneal, one bag per day, ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.